Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k12057 and h13l12030. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was later hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis was manifested as abdominal pain. The peritonitis was treated with unspecified antibiotics. The patient was recovering from the peritonitis and remained in the hospital at the time of this report. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4).a batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. (B)(4).